Event description:
It was reported that the patient had a history of seizures that started approximately 20 years prior to the report when the patient was pregnant. The seizures stopped but it wasn¿t known how long the seizures continued after they started. The patient hadn¿t had a seizure for a long time prior to having the implantable neurostimulator (ins) implanted. The patient was seen in the emergency room (ER) the past weekend for seizures and the ER physician suggested the seizures may be due to the ins system so the patient was concerned this was true. The patient also had a seizure the morning of (B)(6) with stimulation off which had been turned off since (B)(6). The managing physician wanted to leave stimulation off for now. X-rays were done and the leads were in the same position as they were at the time of implant. The patient had not been on any medications to control the seizures but the manufacturer¿s representative (rep.), who met with the patient on july 2nd, thought the patient was put on some medications recently since the seizures started. The patient was going to be seen by the neurologist and managing physician on july 2nd. The patient also experienced a change in stimulation since they were receiving stimulation in the ribs and abdomen which was the wrong location. It was noted the leads were at t7 and stimulation was going to be left off for now until the patient was seen by the neurologist regarding the seizures. At the time of the report the patient¿s managing physician was on vacation.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).